Event description:
It was reported that the communicator was emitting sparks. The communicator produced a sound and went off. The patient unplugged the communicator. There were sparks from the communicator upon re-plugging. A boston scientific company representative opted to replace the communicator. No adverse patient effects were reported. The communicator was no longer in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.